Event description:
It was reported that via remote transmission, non-sustained rv oversensing due to possible myopotential oversensing was observed. A sharp decrease in sensing amplitude was also noted. In clinic, the oversensing could not be reproduced with provocation and sensing was normal. Programming changes were recommended.

Manufacturer narrative:
(B)(4).